Event description:
It was reported the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient condition was unknown.

Event description:
Related manufacturer reference number: 2017865-2023-00960. Related manufacturer reference number: 2017865-2023-00962. New information noted the patient initially presented for a device exchange. Prior to the surgery, it was additionally discovered the right ventricular and atrial leads exhibited high capture thresholds. The patient condition was unknown.

Event description:
New information noted the patient was in stable condition and discharged following the procedure.